Event description:
Post high intensity frequency ultrasound hifu treatment, performed under anesthesia, on the inner thigh and posterior thigh for both legs, the patient presented with paralysis below the left knee. Patient had an MRI in the emergency room, could not define damage or problem. Pt suffered neuropathic pain. After 6 months an MRI diagnosed muscle damage and tibial nerve damage and reported to be likely permanent.

Manufacturer narrative:
Review of the log files from the treatment noted there were no errors reported by the system and 19 decoupling events recorded. Decoupling conditions result in the system transitioning to a safe state through shut down of the energy pulse. Decoupling occurs when the handpiece/rtc (replacement treatment cartridge) is lifted from the skin during treatment. Therefore, display of this system message during treatment is unrelated to the adverse patient event. Reported that the pinch test was utilized to determine the patient had adequate adipose tissue thickness (at least 1.0 cm of subcutaneous adipose tissue beyond the selected focal depth setting of the system in the area to be treated) per labeling, however, it appears that the hifu device was being used in an off-label manner to treat fatty deposits of the inner thighs and posterior thighs. In the medical reviewers opinion this event appears to be related to the unapproved use of this device in a body area where a major nerve trunk passes (tibial nerve). There does not appear to be evidence of device malfunction. The prognosis for recovery in this situation is unk, as it is not possible to determine the extent of damage to the tibial nerve with MRI studies. This type of injury has not been studied with regards to nerve regeneration or recovery. The combination of a tibial nerve injury and atrophy in muscles that it innervates most likely will produce some permanent disability.